Manufacturer narrative:
The device was not returned to olympus for evaluation. The exact cause of the reported event could not be determined at this time. The user facility further reported that no additional information is available for the eleven reported events. However, based on similar events related to the reported device and reported event, the most probable cause of the reported event could be attributed to the operator¿s technique. The instruction manual provides warning to mitigate the risk of patient harm and device damage which states, ¿always keep sheaths parallel to one another when assembling and disassembling. If the inner sheath is inserted or removed at an angle to the outer sheath, the lateral force applied to the inner sheath may crack, loosen, break, or otherwise damage the sheath¿s insulated distal tip. A broken tip, or fragments of a damaged tip, can potentially pass through the outer sheath and into the patient. If drag or resistance is encountered during assembly or disassembly, stop¿align working element and sheath parallel to one another before proceeding.¿

Event description:
Olympus was informed that during eleven unspecified procedures (procedure dates are unknown), the tip of the devices broke off and fell inside the patient¿s abdomens. The device fragments were retrieved from the patients using forceps. The intended procedures were completed with different devices. There were no patient injuries reported. There were no post-op complications to the patients and the patients are doing fine. In addition, the devices were inspected prior to the procedures with no anomalies observed. Report 7 of 11.